Event description:
The national complaint coordinator (ncc) for baxter japan, received a complaint from a user facility involving the basal/bolus infusor lv with an attached patient control module (pcm). According to the facility, the device over-infused during patient use. The device was filled with 80 ml of medication (fentanyl citrate 12 ml, "dilute solution" 68 ml), and connected to the patient via epidural tubing. The facility reported that infusion completed in 10 hours and that the flow restrictor was kept at the same height as the device. There was no adverse patient outcome, injury, or medical intervention associated with the alleged incident. No further information was available.

Manufacturer narrative:
The sample has not yet been returned for an evaluation. A follow-up report will be submitted upon receipt of the sample, and completion of the investigation.